Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed. Results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2025, monitor has previously connected but has not connected for more recently. Attempts to restart, reset and restore device have not worked. Monitor will freeze on booting or will return a "no network" response when attempting to reconnect. Sim card has been removed and repositioned with no success.

Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported event. When turning on the transmitter, various error messages are displayed (no "no network"). The main origin of the reported event could not be established with certainty. The most probable hypothesis is that a hardware failure occured and caused the issue. This case is retained and utilized for trned purposes.

Event description:
Reportedly, on (B)(6) 2025, monitor has previously connected but has not connected for more recently. Attempts to restart, reset and restore device have not worked. Monitor will either freeze on booting or will return a "no network" response when attempting to reconnect. Sim card has been removed and repositioned with no success.